Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir leaked inside the device. Customer could smell insulin. Customer's blood glucose was around 600 mg/dl. Customer was hospitalized for non-diabetic reason. Device passed self test. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.